Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. (B)(6).  Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for bending during use, needle separates (in vial), needle through shield, needle stick and harm/bleeding due to unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle separation occurred during use with a unspecified bd syringe. The following information was provided by the initial reporter, (B)(6) post comments complaint. Lot number item number unknown. Post is below. "Man I use these same ones daily. Pull the cap straight out. Don't twist, that's why your needles are bent, when you twist the cap off you pull the needle to one side when u pull it off it happens very quick. Now I have bent needles before, sometimes pulling out of the bottle, and this one actually poked through the cap and made my finger bleed. But there's not many good syringes out there at my local pharm, so gotta make do. Lol at least yours are supplied for free I gotta pay out the (profanity) for these. And sry couldn't help but laugh every time someone says "this is going on (B)(6) the whole world is gonna see this" a year later - 200 views. Lol unless you already have a following its tough, but I know your frustration."